Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the s5 double head pump. The incident occurred in (B)(6) .this medwatch report is being filed on behalf of livanova (B)(4). The pump was returned to livanova (B)(4) for detailed investigation. During evaluation, the reported issue was reproduced and the root cause was identified to be a faulty shaft angle encoder. After replacement of the encoder, the pump ran for two hours with different speeds and configurations and no further issues were observed. The device was returned to the customer. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue.

Event description:
Livanova (B)(4) received a report that an s5 double head pump displayed an error message during priming. There was no patient involvement.